Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the suction irrigator for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator would not stop the suction function, causing it to not maintain pneumoperitoneum. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The device was removed from the surgical field, and a new device was opened to complete procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The buttons were pressed and released by the operation pedals successfully without any issues and did not get stuck. The housing was removed for inspection and there was no damage observed. The instrument could not be tested for suction or irrigation functions due to no fixture availability. The instrument was fully functional. The suction irrigator was found to have scratches on the gray button. The scratches measured 0.294" in length. The scratches don¿t affect the functionality of the instrument.

Event description:
Refer to h11 for follow-up information.